Event description:
Patient reported left side rupture and explant surgery that included "radical capsulation, decapsulation, tissue removed".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and explant surgery that included "radical capsulation, decapsulation, tissue removed".